Manufacturer narrative:
The report we received from our affiliate indicated that a 75% lesion in the right common iliac artery, which had moderate tortuosity and calcification, was stented w/a palmaz (p3008e). After stenting a powerflex p3 balloon catheter was used for post-dilation. The balloon ruptured at an unknown pressure. The procedure was completed with a product from another lot. As reported, there was no injury to the patient. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information has been requested and will be submitted w/in 30 days from receipt.

Event description:
The balloon ruptured.